Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the l key on the keyboard was not functioning properly. The field service engineer (fse) tested the keyboard and confirmed that the l key was unresponsive and difficult to register when pressed. The fse replaced the keyboard and conducted testing afterward. All keys functioned correctly, and the keyboard tested without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard failure.the customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care.there were no adverse events or injuries reported based on this event.